Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was in a serious car accident in 2006, had a percutaneous transluminal balloon valvuloplast (ptbv) because a jet engine blasted when she worked as a flight attendant, and had vertigo which all lead to the reason she got the pump and implantable neurostimulator (ins). There was no change in condition and the patient needed an MRI and the patient's main concern was that she needed sedation for the MRI. The patient stated she was told that the only type of MRI she could have was a closed MRI. According to the patient, the MRI facility would not do the MRI while the patient was sedated because "it would burn her." The patient asked if there was any burning with the ins. The patient noted having CT scans in the past with and without dye and asked about the interaction. It was further reported the ins had been turned off for months because the battery had been burning the patient. The patient said they thought the battery was bad so she was getting it replaced. The patient had been working with the healthcare provider (hcp) regarding the battery burning issue. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had their ins removed because it was hurting the patient and something was faulty. No further complications were reported or anticipated.